Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received info that this pt was presented to the electrophysiology (ep) lab for revision of the lead system due to reports of rights atrial (ra) and left ventricular (lv) loss of capture. The ra lead was repositioned and normal sensing and pacing thresholds were obtained. Similarly, the lv lead was repositioned to an adequate target vessel location. The available info suggests that this device and load system remains in-service.